Manufacturer narrative:
A follow-up report will be filed once investigation is complete. Customer indicated a sample may be available. A (B)(4) label sent to customer on (B)(4) 2013 shows no activity.

Event description:
Suction bulb (3 ounce ear ulcer syringe) was used on newborn after cesarean delivery. Child ingested amniotic contents and was sent to special care nursery as a result. Child had sepsis work, IV fluids and was then released home with mother in good condition with no extended stay.

Manufacturer narrative:
Actual sample used was not returned by the end-user. Retention samples were tested for absorption capacity and all met product requirements. There were no discrepancies found in the batch history record for reported lot number. This item is made of pvc with thin walls and suction is relatively weak. Some relatively large viscous impurities and particles in the amniotic fluid may affect the suction function. Quality control will continue to strictly inspect all incoming products in each process.